Manufacturer narrative:
Device was not returned. No patient harm occurred. Case under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reported the device to alarm when preparing the device for patient use. I can see several different alarms in the log files.te246005, 246009, 232029, tf485001, 446028, 431001, 446029 during ventilation. The device went into ambient mode. This occurred during prepartaion of the hamilton-t1, not while on a patient.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the following was reported to hamilton medical ag: customer reported the device to alarm when preparing the device for patient use. I can see several different alarms in the log files.(B)(6) during ventilation. The device went into ambient mode. This occurred during preparation of the hamilton-t1, not while on a patient.